Event description:
It was reported patient underwent a revision total hip arthroplasty of non biomet product on (B)(6)2012. During the procedure, the 3.5 screwdriver fractured when tightening the proximal trial onto the distal implant. The surgeon had to burr the proximal body off of the distal implant in order separate the pieces. A metal cufty burr was used to complete the procedure. As a result there was a 30 minute delay to the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01173/01174). The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
Evaluation of the explanted device found evidence of torsional overload due to improper torque.